Manufacturer narrative:
Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the patient was being monitored and overtime the patient recovered. The problem was resolved and the lens remains implanted.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Weight: unk. (B)(4). Eval, method - work order search; results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens has a low vault. The patient experienced a shallow anterior chamber, a manifest refraction of -2.5 and transitory residual refractive error. The icl remains implanted and the patient will be monitored.